Manufacturer narrative:
Balt USA reference (B)(4). While processing administrative returns of a finished good unit, it was observed that a single with barricade coil final assembly part no: 300000, product 9000390620fl10, lot f220400512 had the incorrect expiration date printed on the pouch label. The date indicated on the unit labeling indicated "2027-04-20", while the actual expiration date should indicate "2027-04-23". The shelf life of the product was shorted by three days from the actual expiration date. Based on the expiration date on the barcode tracking sheet and the date of the sign off for label printing, it can be concluded that the labels were not printed on the date of manufacturing. The labels were printed two days after. However, the nonconforming label has an expiration date of 20apr2027. These labels could not have been printed on 20apr2022 based on the manufacturing date and the date of the sign off for label printing. It is not mentioned within (B)(4) that the date on the computer needs to be verified prior to printing. It is also not clear how the label verification should be performed. (B)(4) points to the finished good drawing, however the finished good drawing does not have specific manufacturing dates. The finished good drawing just states that the expiration date should be 5 years from the date of manufacture, however it does not direct the operator how to compare the expiration date to the manufacturing date. Corrective action for this issue will be handled under balt USA reference CAPA p-1059. CAPA p-1059 is implementing a robust process where labels populated no longer require manual entry and manipulation of the clean rooms laptop system date. Labels will have the appropriate data populated through a single scan of the label tracking slip found within the work order.

Event description:
It was observed during the return process that a unit from barricade coil final assembly part no: 300000, product 9000390620fl10, lot f220400512 had the incorrect expiration date printed on the pouch label.is: "2027-04-20"should be: "2027-04-23"